Event description:
The facility reported a fail code 570. It is not known if the failure occurred while infusing. Info was requested regarding additional contacts, pt demographics, medication involved and pump programming but none was provided. The hosp representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.